Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app uninstalled itself. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.